Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient felt pain where the cannula was inserted. The patient stated the adhesive began lifting and her blood glucose level began to rise. The patient's blood glucose meter read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). Due to the adhesive lifting and the rising blood glucose level, the patient removed the pod. Upon removing the pod, the patient observed blood and puss on the cannula as well as irritation. As a result, the patient went to see her doctor. She was diagnosed with an infection. The doctor swabbed the site and prescribed the patient antibiotics (cephalexin for 7 days, 500mg). The pod was worn between 24 and 36 hours on the abdomen.